Event description:
Related manufacturer reference number 3006705815-2021-06184. It was reported the patient experienced ineffective therapy due. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.